Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (type of investigation).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - d10, h6 (component codes).

Event description:
N/a.

Manufacturer narrative:
(B)(6) a perfusionist in the or, called into emergency support program line to request for assistance with a fiber-optic sensor failure alarm on a cardiosave during use. Brian denied any kink or fold in the fo cable and stated that he had already unplugged and re plugged the fo sensor cable once before. They had already transitioned to the transducer. The catheter had been discarded and no complaint information was available. There was no patient harm or injury.

Event description:
(B)(6) a perfusionist in the or, called into emergency support program line to request for assistance with a fiber-optic sensor failure alarm on a cardiosave during use, no patient harm or injury was reported. Brian denied any kink or fold in the fo cable and stated that he had already unplugged and re plugged the fo sensor cable once before. They had already transitioned to the transducer. The catheter had been discarded and no complaint information was available. There was no patient harm or injury.